Event description:
It was reported that during post-dilatation in the mildly calcified circumflex artery, a 2.0x20 mini trek dilatation catheter was advanced without resistance. After successful inflation and deflation of the mini trek balloon two times (10 atmospheres and 14 atmospheres respectively), an attempt was made to remove the dilatation catheter and the balance middleweight universal ii guide wire retracted with the dilatation catheter. After the guide wire and the dilatation catheter were removed from the anatomy, it was noted that the guide wire had separated 20 cm from the tip and was contained within the dilatation catheter. The procedure was concluded as planned. There was no adverse patient effect and no significant clinical delay in the procedure. It is the physician's opinion that the lumen of the minitrek is too narrow causing withdrawal to be difficult. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rhv: abbott. Dil cath: 2.0x20 mm mini trek. Stent: xience prime. The 2.0 x 12 mm mini trek is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood on the coils and core which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the separation. The core and polymer were twisted in a corkscrew distal to the separation for a length of 6 cm which is likely related to the guide wire separation as no damage was reported during inspection prior to use. The coils were stretched distal from the proximal solder for a length of 4 mm. There were two bends in the tip, 1 mm and 4 mm proximal to the tip ball. There was a bend in the core at the proximal end of the guide wire, 4.5 cm distal to the proximal end of the core. The noted stretched coils, bends in the tip and bend in the core were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The fracture exhibited dimples and a bend profile. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. It was reported that the guide wire met resistance with the balloon catheter during removal which could have contributed to the reported guide wire separation. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. Analysis of the returned balloon catheter noted blood and contrast in the guide wire lumen which could have contributed to the reported difficulty. Analysis of the returned balloon catheter noted blood and contrast in the guide wire lumen, in the balloon, on the hub, and on the shaft. The balloon was loosely folded. The guide wire exit notch and shaft were torn distal to the guide wire exit notch for a length of 3.4 cm. There were two bends in the hypotube, 30 cm and 68 cm distal to the strain relief tubing. The inner diameters of the balloon catheter tip and guide wire lumen were measured and met manufacturing criteria. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive hypotube junction pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.